Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6)-year-old male patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was 200-250 mg/dl. The infusion sets had been used for two days or sometimes even one day. This issue occurred with three infusion sets. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.